Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of going to the emergency room of hospital on (B)(6) 2018 with high blood glucose due to they couldn't get the insulin pump give more insulin. Customer also mentions he could not get pump turned on he had a blank display and display did return during troubleshooting. The insulin pump will not be returned for analysis.